Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) proximal punching device had been activated, a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). A photographic inspection was performed on the picture received from the client. The photo shows the aortic cutter with its needle deployed, and the delivery device inserted into the loading device. The device was returned to the factory for evaluation on 06aug2019 and investigated on 25nov2019. Only the aortic cutter was returned to the factory. Signs of clinical usage and no evidence of blood were observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed. There were no signs of tampering to the device. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure "premature deployment".

Manufacturer narrative:
Trackwise ID (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) proximal punching device had been activated, a replacement device was used to complete the procedure. The hospital did not report any patient effects.